Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of shortness of breath. The right ventricular (rv) lead had noise due to a possible fracture. A sensing issue was noted as there was an increased number of short v-v intervals. High and increasing impedance were additionally reported. The lead was initially reprogrammed to turn therapies off and then later capped and replaced. No further patient complications have been reported as a result of this event.